Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection the sponge was found completely separated from the cap. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.